Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. The device was not returned so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that when the registration was over and navigation was used to determine the craniotomy area, the mouse suddenly became ineffective and the computer completely froze. The system was rebooted immediately, it worked without any problems. The surgery was completed with the navigation device and there was no impact on patient outcome.